Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, the device longevity was 4 months to eri even though a previous check 4 months prior revealed a longevity of 2 years. It was noted that the previous 2-year longevity estimation was an overestimation by the programmer and that the device battery is operating properly. The current longevity was measured properly.